Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified excessive degree of freedom on the insertion axis of the patient side manipulator (psm). The fse was unable to reproduce the grip issue. The fse verified all master tool manipulator (mtm) grips to ensure bumper and fully closed positions were accurate. The system was tested and verified as ready for use. The system's psm was replaced for the related issue reported in patient identifier: (B)(6). Isi has not received the psm for evaluation. The psm has not yet been returned for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. System log review was performed. Per review, the following was confirmed: a radical prostatectomy with lymphadenectomy was performed on system sh1590 on (B)(6) 2022. This complaint is being reported due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, there was a grip issue with a bipolar instrument on patient side manipulator (psm) 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-sep-2022 and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The prostatectomy procedure was completed with all three arms. There was no patient injury and no delay. The patient was male, 60 years old. Date of birth, weight, relevant tests, and relevant patient history were requested but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint ¿instrument engagement/recognition issue¿. The wrist pulley assembly will be replaced as a fix. The probable cause of the instrument engagement/recognition issue is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.